Event description:
The device was returned for cassette did not lock. During physical inspection, it was found that there was a latch lock sensor issue. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a defect latch lock sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged non-functional latch lock sensor. The latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.